Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 393 mg/dl with extreme thirst and extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that an air bubbles in the insulin cartridge issue was attributed to improper cartridge filling technique. There was no indication or allegation of a device malfunction. This complaint is being reported because the serious injury was attributed to a use error.